Event description:
It was reported that the implantable pulse generator (ipg) was programmed to a dual pacing only mode during a valve operation with the use of a bovie. The right atrial (ra) lead and the right ventricular (rv) lead had complete loss of capture while in this mode. It was noted that the ra lead had switched polarity; the rv lead and the ipg was getting interference from the bovie. The ipg was then reprogrammed to a dual sensing only mode with the patient being paced externally with epicardial leads. After the valve operation, the ipg was reprogrammed back to normal use. The ipg and leads were tested to be working as normal with no performance issue. The ipg and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).